Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that telemetry issue was observed during capture testing. The device was unable to stop testing. Cancelling would not work and removing the wand would not break telemetry. Rf was on so this was likely the reason telemetry was not broken. The program was restarted and the tests were completed successfully. Patient was stable.